Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
Treatment of an aneurysm. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the implant coil prematurely detached as it was retracted into the sheath after hydration. Another device was used to complete the procedure. No patient injury was reported as a result of the procedure.